Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after customer had changed the pump supplies. Reportedly, customer was not outside of the labeled operating altitude range. There was nothing covering the pump speaker holes at the time of the alarm. Customer loaded another cartridge and the alarm reoccurred. After 2 hours, the alarm resolved. Pump therapy was resumed. Customer's blood glucose was 140-250 mg/dl.